Manufacturer narrative:
Image review: four media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 67.9mm with a perimeter derived diameter of 21.6mm suggesting a 26mm valve. The average diameter of the sinuses of valsalva measured less than the recommended 27mm for the 26mm valve. The documentation supports that a 23mm valve was used for the procedure. The images provided reveal a dislodged valve into the ascending aorta. The dislodgement event was not captured; however, it was reported that the dislodgement occurred upon withdrawal of the delivery catheter system. Subsequently, a second valve was implanted and final angiogram showed evidence of significant aortic regurgitation/paravalvular leak, possibly moderate. Of note, the undersized valve most likely contributed to the dislodgement and the aortic regurgitation/paravalvular leak seen. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-16-us (lot: 0012672045); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was fully deployed. Upon withdrawal of the dcs, the valve dislodged into the ascending aorta. The dcs was fully withdrawn from the patient. Subsequently, a second valve was successfully implanted in the patient.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was fully deployed. Upon withdrawal of the dcs, the valve dislodged into the ascending aorta. The dcs was fully withdrawn from the patient. Subsequently, a second valve was successfully implanted in the patient. Additional information was received that access was obtained via the right femoral artery. A pre-implant balloon aortic valvuloplasty was performed. The dcs was advanced to the native valve over a non-medtronic guidewire. The cuspal overlap technique was not used for implant. The valve was slowly deployed without twisting or torquing the dcs. Prior to slowly withdrawing the dcs, it was confirmed that the nose cone was centered within the valve frame. This was done by slightly retracting the guidewire. Upon withdrawal, slight resistance was noted. The dcs could not be separated from the valve paddle. Per the physician, this caused the valve to dislodge. Of note, the diameter of the ascending aorta was small at 40 mm with an inner diameter of 29.5 mm. This caused the dcs to remain tightly attached to the paddle, making it difficult to separate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.